Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on (B)(6), 2007, pt was implanted with a pinnacle hip on her right side. Shortly after surgery, pt began experiencing pain in her right hip and groin. This went on for months and included swelling and deformity of the right hip. She experienced constant pain, swelling, tissue necrosis and damage, and squeaking and popping sounds coming from her hip. On (B)(6), 2010, pt underwent revision surgery.